Event description:
This is report three of four. On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. Per the reporter, the cause of the peritonitis was "related to gallbladder". No details were provided with regards to the reported gallbladder issue. In (B)(6) 2010, a peritoneal effluent culture was performed. The result of the culture was unknown. The nurse did not provide information regarding treatment. On (B)(6) 2010, the patient was discharged from the hospital. The patient recovered from the event of peritonitis on an unspecified date in 2010. It was not reported whether the patient recovered from the event of "related to gallbladder". Pd therapy was ongoing. The patient's concomitant medications were not reported. Per the nurse, the event of peritonitis was not related to pd therapy. A causal relationship was not reported for the event of "related to gallbladder" with regards to pd therapy.

Manufacturer narrative:
(B)(4). The cause of the report of peritonitis was undetermined. A batch review was performed for the potentially related lot number (10c15h10), with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem.